Event description:
Pt had permanent pacemaker implanted 5/4/1998. Pt presented 5/8/1998 with dizziness and lethargy. Noted to have intermittant non-capture of lead. Ok per x-ray. Probable microlead dislodgement. Replacement medtronic lead #4068 implanted 5/8/1998, failed medtronic lead #5024m explanted 5/8/1998.